Event description:
Boston scientific received information that this device has declared elective replacement time (ert). The device battery was exhibiting an extended charge time of greater than 21.5 seconds. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
The device was returned and initial analysis found that the device did not pass the labeled longevity calculation. Detailed analysis will continue, and once its complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.